Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the video-assisted thoracoscopic surgery lung resection while transecting the bronchus, the device partially fired only cut 3mm of the specimen. To resolve the issue, a new device was used to complete the case. There were no patient injury.